Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly in a test device and was able to verify that the reported issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the main keypad assembly and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue (etco2).  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.